Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to emergency room experiencing phrenic nerve stimulation on (B)(6) 2021. Upon interrogation, it was noted that right ventricular lead exhibited high capture threshold and it was concluded that the lead has dislodged. The lead was repositioned on the same day. The patient was stable.